Event description:
The pt was being fed using a pump. 100 ml of an enteral feeding solution (concentrated infant formula, water, vegetable oil, carbohydrate powder, lasix, vitamins, baby aspirin and metoprolol) were hung, and the pump was set to deliver 100 ml/hr. 100 ml was delivered in 10 minutes. The pt's mother reported the safe-t-valve on the administration set was too thin causing it to snap, thus resulting in a free-flow situation when attached to the pump. In fact, the device will not free-flow when the administration set is properly installed in the pump, even if the safe-t-valve is broken. The pt's mother also reported she had been re-using the administration sets for a week and rinsing with hot water between uses. The MFR recommends a maximum use of 24 hours. There was no illness, injury or medical intervention resulting from the event. This is a homecare pt. One pt involved. Note: the event date given above is approximate. The safe-t-valve is designed to prevent a free-flow situation if the administration set becomes dislodged from the pump. When the administration set is properly installed, the safe-t-valve serves no purpose relative to preventing a free-flow.